Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 441 mg/dl. The customer treated with the pump. The customer stated that they went swimming with the pump. The customer stated that the power error detected occurred within a week of previous troubleshoot. The customer stated that the pump also alarmed insulin flow blocked. The customer was assisted with 5.0 unit fill cannula and insulin exited. The product was returned for analysis.